Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary:the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device had foreign material. (B)(4).

Event description:
It was reported that when the physician opened the package of the device there were foreign materials on the device. The device was not used. No patient complications have been reported as a result of this event.